Event description:
It was reported that after injection using a 4mm x 32g carefine pen needle, the needle was broken and could not be located. User reported it may have fallen to the floor. No injury or medical intervention was reported.

Manufacturer narrative:
Patient end of needle cannula was broken off at epoxy bond joint. Microscopic examination revealed that the cannula had broken due to a large shear force, as the lumen was greater than 50% occluded by the needle wall and there was some disruption to the epoxy bond adjacent to the cannula.